Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. It was reported that during an in-clinic evaluation the pacing thresholds were increased to 5.0 volts and the pulse width was changed to 1.0 milliseconds. There were no other anomalies with the other measurements. At this time, no further action will be taken. No adverse patient effects were reported.